Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, no image occurred, due to a printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center was returned from the customer. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no video with scopes due to a printed circuit board failure. The report is being submitted due to no video found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the top cover, front panel, chassis, and feet were in poor condition, the switch was cracked, the scope socket was bad, the programmable input processor connector was corroded, and a software upgrade was needed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.